Event description:
A customer reported that the system displays a constant occlusion when there is no occlusion experience during phacoemulsification. The case was completed following a 15-20 minute delay. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).